Manufacturer narrative:
Lead model 377760 lot# v605806037 implanted: (B)(6) 2011 explanted:; lead model 377760 lot# v605806035 implanted: (B)(6) 2011 explanted:; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).

Event description:
When the device system was first implanted the spine "had popped a hole" higher up in the spine than the leads and a blood clot was used on the spine to close the hole. The capillary was also leaking around the ins area causing the area to fill with blood which has since been repaired. It was noted that patient was told they would need to charge every 2 weeks but the patient has been recharging every week. He has changed his setting to 5.0v. He usually recharges the ins when it reaches 25% full and does not recharge until the recharge complete screen displays. The health care provider confirmed that the patient experienced a post-dural puncture headache after implant. The device system was working fine and there were no problems.